Manufacturer narrative:
After speaking with customer, root cause appears to be a short sample related to bubbles in the sample cup. No service call generated or initiated.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.